Event description:
The customer complained that the wrench indicator, attention indicator and charge-pak indicator are displayed and the unit will not turn on.

Manufacturer narrative:
Medtronic evaluated the device. The root cause o f the reported problem was determined to be due to a shorted capacitor, c177, on the analog circuit board assembly.